Event description:
It was reported that the device cuts too thick and can't get the blade in properly this occurred at an unknown time. No harm or delay were reported as it relates to this event. No other adverse events were reported as it relates to the event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the ball plunger was damaged and the device would not calibrate at the 0 and 24 reading. The ball plunger, thickness control lever, thickness control shaft, and various bearings were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.